Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that smoke emitted from the dimension exl 200 instrument at the time the instrument produced a reagent carousel error. The customer turned off the instrument. The reagent tray sensor was replaced, and the capstan motor and top seal were reinstalled. Then, the instrument passed the system check. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected instrument, performed alignments, cleared a clog in the flex compartment drain, ran bleach through drain to ensure proper drainage, and ran a system check, which recovered acceptably. Siemens further evaluated the event and concluded that the malfunctioned reagent carousel sensor potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of these devices is required.

Event description:
The customer reported that smoke emitted from the dimension exl 200 instrument at the time the instrument produced a reagent carousel error. The customer stated that there were no visible flames associated with the event. The customer subsequently powered off the instrument. There are no known reports of adverse health consequences due to the incident.